Event description:
It was reported that after the patient was exposed to cautery, device interrogation showed the device in bvvi with hv therapy off. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was caused by a power-on reset. The device was tested on the bench and high voltage output circuit damage was observed. The high voltage output circuit damage caused the power-on reset. The root cause of the output circuit damage could not be determined.